Event description:
On (B)(6) 2013. The reporter contacted lifescan USA, alleging error unknown. The reporter stated, "dear no-service department--, no-thanks for wasting more than an 2-hours today "trying" to get through to you for some troubleshooting! Starting with (B)(6) to my (B)(4), who supplied my insulin pump & meter, to wasting my time calling (B)(6) with absolutely no response. (B)(4) started the troubleshooting by our testing that the meter & pump & found they are interfaced. However, last night I "tried" testing with my meter 4 times with error messages "low blood applied, etc." But there was more than enough blood applied. I put in two new batteries & tried two more tests. So, something's definitely wrong with your meter. I have another bayer meter & reels enough form about 40 tests. I'm a diabetic of (B)(6) years & want to stay on track. But with your kind of no-service I'll probably be looking for a different supplier!" This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (07/05/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 06/27/2013 with the following findings: the test strips have passed all testing with no faults found. The complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.